Manufacturer narrative:
The drill attachment was returned to the manufacturer, and the complaint was confirmed. Based on the device evaluation, a broken bur was found within the drill attachment. The cause of the bur breakage is unk, however, the investigation is on-going. The device could not be repaired and therefore was not returned to the user facility. A f/u report will be submitted if further investigation results require.

Event description:
It was reported that during equipment testing, a bur broke while inside the drill attachment. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.